Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the ipg was determined to be inoperable due to it not communicating with the charger or the programmer. As a result, the patient's ipg was explanted and replaced with a different model. The issue has been resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).